Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they changed battery and anomaly persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio feature properly and no anomaly noted. (B)(4).